Event description:
Tip of needle came off, remained in skin and was surgically removed [needle injury] case description: a pt experienced that the tip of a novofine needle (30g, 8 mm) broke off and remained in the skin. The needle was surgically removed. The outcome of the event has not been reported. Further info has been requested. In follow-up of 2/2001 it is reported that the pt also suffers from dementia and that their family, due to this disease, injects their insulin. Pt was an inpatient and on 1/2001, after their family gave their insulin injection, a nurse found out that 2 iu of insulin had not been injected, as the push button was not fully depressed. Therefore, the nurse gave pt one more injection with the same needle. On 1/2001 the tip of the needle was surgically removed under local anaesthesia. Pt started using novofine needles on 1/2001 and pt is still using this product.

Event description:
Tip of needle came off, remained in skin and was surgically removed [needle injury] case description: a pt experienced that the tip of a novofine needle (30g, 8 mm) broke off and remained in the skin. The needle was surgically removed. The outcome of the event has not been reported. Further info has been requested. In follow-up of 2/2001 it is reported that the pt also suffers from dementia and that their family, due to this disease, injects their insulin. Pt was an inpatient and on 1/2001, after their family gave their insulin injection, a nurse found out that 2 iu of insulin had not been injected, as the push button was not fully depressed. Therefore, the nurse gave pt one more injection with the same needle. On 1/2001 the tip of the needle was surgically removed under local anaesthesia. Pt started using novofine needles on 1/2001 and pt is still using this product.